Manufacturer narrative:
(B)(4). Batch # r93205. Investigation summary: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gynecological procedure that the device experienced an unknown failure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.